Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the battery voltage of the device was low. It was noted that the several months ago, the detections were turned on and then off with all alerts still on. The device was not used. No patient was involved in this event.